Event description:
An olympus field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the endoscope reprocessor it was found that the regulator was not set properly which may be introducing ripples in the water the facility. The fse reported adjusting the regulator to provide more consistent flow to the endoscope reprocessor.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.